Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, all pyxis were down and not communicating, new orders were not crossed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) server and found high memory usage caused by sql server, which was resolved by restarting the service and reducing usage from 92% to 25%. Although messages were still queued for the es server, after restarting med es server, the queue remained. Tss confirmed that the communication between orders and es stations returned to normal, and the tss followed up with the customer, confirmed no further issues, and closed the case. The system functioned as intended after the technical support specialist troubleshot the issue.